Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported problems with the eye tracker during a procedure on a patient's eye. A satellite infrared illumination had been loosened but had been fixed. After the end, user tests were successful but there were problems tracking the patient's eye. No patient harm was reported. Procedure was completed. Upon follow up, it was reported that infrared diode was found to be misaligned. User tests were ok but patients who were subsequently treated were harder to move the eye tracker to track their eyes. Eye tracker issue happened before and after the laser fired.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. At the visit on site, the fse (field service engineer) found the front diode loose and shifted. Fse adjusted the ir illumination. No part was replaced. The eyetracker issues were caused by insufficient contrast due to a drifted illumination diode. The root cause for the drifted illumination diode could not be identified conclusively. The drifting of the diode can be either caused by installation or user handling. The infrared lighting is necessary for the function of the eyetracker. The infrared lighting arrays are mounted on a lever that can be turned for comfortable preparation of the eye. It happens that the user takes the front diodes instead of the intended hand gear to turn or shift the eyetracker illumination. This would also explain the loosened diode. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, patient was not sent home. Patients was treated successfully. According to health professional, problems with the eye tracker were just ¿annoying¿.